Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had evidence of loss of capture (loc). As a result of the loc, the patient lost consciousness, fell and hit their head causing a subdural hematoma. Boston scientific technical services (ts) reviewed the device data and noted what appears to be an intermittent spring contact issue as there was evidence of intermittent spikes in impedance measurements from around 500 ohms up to 950 ohms. There was also evidence of intermittent spikes in threshold measurements. Ts noted that it's possible if there is intermittent connection between the spring and the lead, it's possible that the device can lose capture. Ts recommended replacing the device. Additional information received indicates that the patient recovered and was discharged from the hospital. At this time no intervention has been performed. The patient will follow up with their electrophysiologist for further evaluation.